Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. Related manufacturer's reports regarding previous driveline infection: (B)(4).

Event description:
It was reported that the patient was readmitted on (B)(6) 2023 with purulent drainage from the exit site and chronic driveline infection. Cultures were positive for pseudomonas aeruginosa of the driveline and abscess cavity. Incision and drainage were performed on (B)(6) 2023 with driveline repositioning and wound vacuum assisted closure (vac) placement. The patient was discharged home on (B)(6) 2023 with intravenous (IV) antibiotics.